Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds were noted on the right ventricular (rv) lead since implant and during a system upgrade it was reported that high thresholds, no capture and a sensing issue were noted on the same rv lead. The lead was explanted and replaced with a left ventricular (lv) lead due to system upgrade. No patient complications have been reported as a result of this event.